Manufacturer narrative:
(B)(4)

Event description:
The patient complained of shortness of breath when patient is lying down. Denies chest pain and palpitations but reported a feeling in his chest. Patient also reported a cough. He denied fever and chills. Patient was admitted for observation. CT negative for pulmonary embolism. Troponin negative times 2. Bnp improved since date of implant. No events on device interrogation. A short run of non sustained ventricular tachycardia was noted on telemetry. Upon discharge, patient was transferred to sub acute rehab. All available information suggests this device remains actively implanted and no changes were made to this crt-d.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.